Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The photo of the patient's leg has been submitted for review and show the wound in question. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.

Event description:
It was reported that the patient presented some burns on the leg after the surgery.

Event description:
It was reported that the patient presented some burns on the leg after the surgery. Patient was prescribed augmentin 625mg 3x/day (antibiotic).